Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a knife was noted to be dull during surgery. The patient experienced wound separation however, the surgeon felt that it could be related to a patient issue. Additional information has been requested.